Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5164653.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited over-sensing of lead noise, resulting in inappropriate shock. Corrective programming changes were made to turn off therapy. No adverse patient consequences were reported.